Event description:
It was reported the workstation would not boot up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.